Manufacturer narrative:
Block b3: exact date unknown, event occurred during the patient visit with the physician prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6).

Event description:
It was reported that the midline incision of the patient was not healing and dehiscence at the incision site. Symptoms of redness, swelling and drainage was noted. The patient was administered with doxycycline monohydrate.